Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. Review of the pump data by tandem technical support showed that the battery gauge remained at (B)(4) while connected to a power source for 30 minutes. The battery gauge then jumped up to 100% while not being connected to a power source. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.

Manufacturer narrative:
(B)(4).